Event description:
Event: placement of stents in graft and wire caught on hooks. Event details: 1 10mm "ptfe" conduit was employed to gain access to the distal common iliac artery. Wirewrap was encountered. The contralateral wire also caught on the hooks. Wall stents were placed bilaterally. Finally, the conduit was used in bypass to common femoral artery. The graft was successfully implanted.